Manufacturer narrative:
Additional information: h11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) needle-free IV connectors cracked while drawing blood for labs from a sleeping patient. While the connector was attached to the patient, the nurse noticed large bubbles in "line and drawing tube filled with bubbles"; a blood leak was observed. The line and connector was removed and changed. When drawing from the connector (cap) closest to the hub, bubbling continued. The bubbling stopped after changing the needle-free IV connector and line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.